Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received a total of seven inappropriate shocks due to double counting. The t wave was elevated due to waveform changes caused by the patient's atrial fibrillation (af). The patient was undergoing dialysis, then visited the hospital for a device evaluation. Sinus rhythm was confirmed, and the selection vector was optimized for secondary, so there was no change in vector. Smartpass settings were turned on and dialysis was completed. The patient was then transferred to their implantation facility and underwent another device evaluation. When checked, the monitor showed the patient was still in atrial fibrillation (af), but sensing was appropriate. The rhythm progressed to ventricular fibrillation (vf), which was treated appropriately. The vector was changed to primary. It was noted progress would continue to be monitored. This electrode remains in service. No additional adverse patient effects were reported.